Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012702720 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Catheter identification and ablation showed that after the pcba chip was reprogrammed for functional testing, the catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test revealed an open loop on the electrode wire #3. During the inspection of the spiral array segment, an electrode wire(s) #3 was observed to be broken. In conclusion, the loop catheter failed the returned product inspection due to the broken electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, an alleged product issue occurred I nvolving a noisy electrogram. At the beginning of the case, electrograms 2-3 and 3-4 appeared to be functioning; however, after the catheter was pulled back into the sheath, these electrograms became very noisy while all other electrograms remained normal. It wassuspected that the issue was associated with damage to electrode 3. The cable was changed with no improvement, but changing the catheter resolved the situation. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.